Manufacturer narrative:
(B)(4): (dissection).

Event description:
There were three endeavor sprint over the wire (otw) drug eluting stents implanted during the index procedure; two in the left main and one in the 1st diagonal branch. It is reported that a proximal coronary artery dissection occurred during index procedure and the second stent implanted in the left main to treat a dissection. It is reported that the pt recovered with treatment. In the instigators opinion the dissection was not related to the study stent but was definitely related to the study procedure. At 30 day follow up pts worst angina status was reported as I per the (B)(4) of angina.